Event description:
While pt was being treated in the ophthalmology clinic the lumenis duet laser was used in the incorrect mode. The md thought she was in the yag mode, but was actually in the slt mode. This mode of laser resulted in permanent retinal damage to the pt's right eye. An analysis team thoroughly reviewed the event and suggests a product redesign forcing the provider to select the mode, rather than having the lumenis duet default to the last used setting.